Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had some symptomology possibly related to loss of capture. Interrogation of the device found increases in the threshold. The lead was subsequently capped and surgically abandoned and replaced with a new lead. There were no patient complications reported as a result of this issue.